Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she had a blood glucose level of 400 mg/dl that started climbing until reaching over 600 mg/dl. Customer is on the way to the emergency room. Customer reported feeling symptoms related to the elevated blood glucose level including vomiting, ketones, and nausea. Customer reported charging her infusion set, but this did not resolve the elevated blood glucose level. Customer declined troubleshooting. The infusion set is expected to be returned.